Event description:
This event was reported to sunrise customer service via phone call on 06/20/06. Sunrise medical subsequently provided MDR#1034630-2006-0028 to us agent for zhongshan a&e machinery industry co., ltd., on 06/27/06. Walker was delivered to pt on 06/15. Pt notified the facility on 06/19 that wheels were not working properly and walker until it could be looked at. Pt continued to use it and fell the same day. Pt went to emergency room on that date with a slight injury of a bruise on the hip. The unit has not been rec'd for eval by sunrise medical.